Manufacturer narrative:
The returned device was evaluated and the exposed soft cannula for the received pod was found to be bent. During fluid path test, the fluid passed freely through the complete fluid path, even though the exposed soft cannula was kinked. It could not be conclusively determined when this damage to soft cannula occurred. Pod download data did not indicate any pulse width increases or signs of struggle in insulin delivery during operation. After investigating the pod, no damage or tear was found along the complete fluid path that would cause any leakage of insulin from the pod.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide,  model: ust400,  17845-5a-aw rev b 09/17.  Checking your blood glucose,  chapter 4 / page 36:  warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose level rose to over 270 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment a enw pod was applied and a correction bolus was administered. The patient's blood glucose history are as follows: time: 12:00 pm, bg(mg/dl): 140; 2:00 pm, 270-280; 6:00 pm, >250.